Event description:
It was reported that the patient's neck extension site recently bulged. Any environmental/external/patient factors that may have led or contributed to the issue and troubleshooting measures taken are unknown. The hotline has recommended returning to the hospital for examination as soon as possible and communicating with the doctor about follow-up treatment. No surgical intervention occurred or is planned. It is unknown if the issue resolved at the time of this report. It was reported that the manufacturer representative (rep) received feedback from staff that the patient had the entire set of products explanted in the hospital on (B)(6) 2024 due to infection problems.

Manufacturer narrative:
Continuation of d10: product ID 3708660, serial# (B)(6), implanted: (B)(6) 2023: product type extension. Product ID 3708660, serial# (B)(6), implanted: (B)(6) 2023: product type extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: 3708660, serial/lot #: (B)(6), ubd: 22-mar-2027, UDI#: (B)(4). Product ID: 3708660, serial/lot #: (B)(6), ubd: 20-mar-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.